Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a visual inspection of the pump revealed that the battery compartment was cracked at the opening of the battery chamber and extended down to the primary seal. A test battery cap was able to be fully secured to the pump. There was no power issues observed during testing. There was no evidence of moisture damage observed in the battery compartment. A test battery cap was used to complete testing because no battery cap was returned with the pump. Unrelated to the complaint, evaluation revealed that the display screen was dim/faded and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.